Manufacturer narrative:
(B)(4). Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The patient reported the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -11.0 diopter, in her left eye (os). The patient reported posterior vitreal detachment and latticing. The lens was implanted on (B)(6) 2013 and remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
The facility reported they agreed with the patient report of posterior vitreal detachment and latticing. The date of the last visit was (B)(6) 2017 and the patient's post-op visual acuity was 20/20. The facility reported the adverse event was not related to the device; no medications and/or treatments were required and there were no other health effects as a result of the ocular condition. (B)(4).